Event description:
Pt was receiving IV pcn g 3 million units every 4 hrs via a sabertek 60/60 pump. The pt's spouse reported that the pump emptied 2 hrs early. A skilled nurse visit was immediately scheduled. When nurse arrived, the pt had been transported to the emergency room after experiencing a seizure. The pt had a line problem the day before and went to the ER for treatment. While in the ER, the ER personnel manipulated the pump. The programming does not appear to have been changed upon inspection.